Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's left eye as the patient was unhappy with distant vision. The lens was explanted in a secondary procedure and replaced with a drt lens. There was no patient injury. There was no medical/surgical intervention required. The patient is doing well. No other information is available.

Manufacturer narrative:
Section a3b: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: contact's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: june 19, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection revealed the lens to be stuck to a piece of paper with an unknown adhesive. The lens was cleaned and inspected; no issues were identified. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.